Manufacturer narrative:
(B)(4). The date was filed incorrectly on the initial medwatch report as (B)(4) 2017, but should have been (B)(4) 2017.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was admitted with chest pain and cheat tightness of 1 month from unknown cause. Coronary angiography was performed, and on (B)(6) 2014 a 3.5 x 33 xience prime stent was implanted in the mid anterior descending artery. A 2.5x18 xience prime stent was implanted in the intermediate opening stenotic lesion. On (B)(6) 2014 patient was discharged and continued taking medication. On (B)(6) 2016, the patient was admitted with paroxysmal chest pain of 7 days. Medications were administered and the patient was discharged on (B)(6) 2016. No additional information was provided.